Event description:
Reporter indicated a vns depression study patient was experiencing increased depression with suicidal ideation possibly related to vns stimulation. Attempts for further information are in progress.